Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient's bend relief was detached from the modular cable at the entrance to the system controller. The bend relief was re-approximated to the appropriate position on the modular cable and attached with rescue tape. It was noted that the patient experienced an event that required intervention to prevent impairment/damage.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported event of damaged controller connector bend relief on the heartmate modular cable was not confirmed as no product was returned. The submitted log files were reviewed and did not indicate any issues with the modular cable. The provided information indicated the bend relief was repositioned and rescue tape was applied to the area. The modular cable was reported to have been returned on 25jul2024; however, to date the modular cable has not been received. Multiple attempts were made to obtain additional information regarding the lot number of the modular cable, availability of images of the damage, and tracking information; however, no additional information has been provided. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the lot number of the heartmate modular cable not being reported. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D, heartmate 3 patient handbook, rev. A are currently available. Section 5 of the IFU, entitled ¿surgical procedures¿ and section 6, entitled ¿patient care and management¿ caution user to avoid twists, kinks, or sharp bends in the driveline. Section f of the IFU, entitled ¿safety checklists¿ instructs users to inspect the driveline for damage daily. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.